Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect ECG board was returned. The reported malfunction was observed and attributed to a faulty capacitor on the ECG board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.